Event description:
A nurse discovered our crash carts really do not lock. The newer version we have only has one metal tab thus allowing yellow plastic lock to slide through slot allowing drawers to be opened. I have pictures to show older models and new models.====================== manufacturer response for crash carts, pediatric als color-coded cart and adult carts======================they do not seem to understand the problem and I have sent pictures but rep cannot come until next week. We discovered this last week. We are concerned this may be a widespread problem with this cart and people may not be aware that cart really is not locked when it seems to be locked.